Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, the additional information received indicated that the user held the needle knife stationary during application of current. Needle knife breakage near the distal end can occur if the product experiences limited movement of the needle knife during electrocautery application. The instructions for use warns: "it is essential to move the cutting wire while applying current. Maintaining the cutting wire in one position may cause excessive focal coagulation, charring of tissue and/or damage to the cutting wire." This is the most likely cause of needle knife breakage. Prior to distribution, all huibregtse triple lumen needle knives are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments: based on the information provided that the user held the needle knife stationary during application of current. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook huibregtse triple lumen needle knife. It was reported that the physician took the device and while cutting the duodenal papilla found that the needle knife tip was broken. The broken part of the device remained outside of the duodenal papilla. The physician had concerns to continue using the device and changed to another of the same device to complete the procedure. Around 1mm needle knife broken and remained in the duodenum. The physician didn't remove the broken needle knife tip due to it being too thin and small. Per physician feedback, the broken needle tip will be excreted by patient's body. According to the initial reporter, a section of the device remained inside the patient¿s body and was left to pass naturally. It was stated that the patient did not require any additional procedures, and the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Needle knife breakage near the distal end can occur if the product experiences limited movement of the needle knife during electrocautery application. The instructions for use warns: "it is essential to move the cutting wire while applying current. Maintaining the cutting wire in one position may cause excessive focal coagulation, charring of tissue and/or damage to the cutting wire." Prior to distribution, all huibregtse triple lumen needle knives are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.